Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that on an unknown date, during routine follow up, a CT scan revealed that the stent graft had migrated distally 15 mm, with an associated type I endoleak. Disease progression and aortic neck dilatation were also noted. The aortic diameter was 26-27 mm at the level of the renal arteries. The physician implanted an endurant 32x32x49 aortic cuff. The migration and endoleak were resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results and conclusion: (stent graft migration, endoleak). (Disease progression, aortic neck dilatation).